Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-3636 knotless 1.8 fibertak inserter broke when it was impacted in the patient's bone. A 1cm retained metal fragment from the distal inserter was immediately identified and removed from the patient's bone without complication. This was discovered during a routine shoulder arthroscopy procedure. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.